Manufacturer narrative:
(B)(4). Batch # m55r33. Additional information was requested and the following was obtained: what type of procedure was the device used in? Lap nephrectomy. Was the device locked on tissue with the jaws closed when it seemed like the battery was going dead and the device jammed? Not sure. If yes, was any portion of the target tissue stapled or cut? Not sure. If yes, were the staple line and cut line approximately equal in length? Not sure. What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Yes, manual override. Did the jaws eventually open while still inside the patient? No. Can you please clarify the chunk of metal from the stapler that was bent upwards? Jaws of the stapler. Was the anvil jaw bent? Unsure. Is the trocar/port still attached to the device? No (excel trocar). If yes, is it an ethicon trocar and do you know the product code? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Unsure. Was buttressing material utilized? If so, which product? No. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60w reload present. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in only dry fired once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that according to an incident report, during an unknown procedure, the device seemed like battery was going dead. The device jammed. They could not get it to open and it was stuck in the port and they had to pull the entire port with stapler out and get new port. It seemed like a chunk of metal from the stapler was bent upwards. It is unknown how the procedure was completed.